Event description:
It was reported to philips that the system gave an alert indicating the low load fluoroscopy flavor was selected. No harm to the patient or user was reported. Philips has started an investigation of this complaint.